Event description:
The tracheobronchial wallstent was implanted off-label in the patient's superior vena cava. The stent migrated to the brachiocephalic vein. It appears that the physician inaccurately estimated the vessel lumen size. There has been no claim of injury to the patient related to this event.